Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2006, patient underwent MRI scan of the lumbar spine which demonstrated degenerative disc disease with decreased signal at l2-3, l3-1, l1-5 and l5-s1. Impression: diskogenic back pain with same referred pain. On (B)(6) 2007, patient underwent CT diskography which demonstrated concordant pain at l5-s1 with facet hypertrophy. L4-5 demonstrated mild degenerative changes with noncorcordant pain. L3-4 demonstrated nonconcordant pain, normal contrast. On (B)(6) 2007, patient underwent: l5 laminectomy; sacral laminectomy; l5-s1 posterior lateral fusion; l5-s1 posterior lumbar interbody fusion / transforaminal lumbar interbody fusion (tlif); l5 osteotomy; l5-s1 biomechanical interbody spacer ( peek 13 mm cage); segmental spinal instrumentation; autogerous bone graft -- local morselized bone; intrathecal injection of morphine sulfate; human recombinant bone morphogenic protein. For pre-op diagnosis: lumbar degenerative disk disease; lumbar radiculopathy; lumbar stenosis. Per-op notes: the patient was brought to the operating room and a general anesthetic was administered. Extra time was taken to safely secure the knee so that she would not slip off the table. The procedure was done using loupe 2. 5 power magnification and headlamp illumination. After prepping and draping a midline skin incision was made. Before decorticating and placing the screws and bone graft, copious amounts of antibiotic solution were used to irrigate the incision using pulsatile lavage and the pedicle screw points were established. The decortication was carried out and combinations of human recombinant bone morphogenic protein (rhbmp-2) sponges were wrapped around autograft and allograft and were packed along the gutters. The construct was placed into distraction made and using bone chutes autograft and allograft was packed into the anterior disk space fallowed by human recombinant bone morphogenic sponge and a 13 mm lordotic carbon fiber peek cage filled with autograft and rhbmp-2 with more graft being packed posterior to the disk space. No complications were reported during the procedure. On (B)(6) 2007, patient reported intermittent cramping, diarrhea, watery stool, abdomina pain, for the last 24-hours. Patient also reported chronic back pain and body ache. Patient underwent chest x-ray which was normal.